Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was later explanted for normal battery depletion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited right atrial (ra) noise and oversensing, which led to right ventricular (rv) oversensing and pacing inhibition with a three second pause in rv pacing. It was thought the patient was using a power generator at that time. The device sensitivity was reprogrammed and there were no patient symptoms. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker exhibited right atrial (ra) noise and oversensing, which led to right ventricular (rv) oversensing and pacing inhibition with a three second pause in rv pacing. It was thought the patient was using a power generator at that time. The device sensitivity was reprogrammed and there were no patient symptoms. No additional adverse patient effects were reported. The device remains in service.